Manufacturer narrative:
MDR 9618003-2021-02011 / device 3 of 6. The event country was united states. However, the reporter from cardinal health was based in (B)(6). Complainant street address: (B)(6). Complainant city: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Patient country: (B)(6). Original reporter details: name: (B)(6). Street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Patient country: (B)(6). E-mail: (B)(6). Correction: contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported that the center hole on six wafers were off centered and they would not stay attached as per the customer's experience. It was unknown whether the product was used by end user. There was no harm reported. No photo is available at this time.